Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. The device was unable to prime during priming test due to faulty force sensor resistor. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 178 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that the keypad was unresponsive. Customer advised they received a button error alarm and the keypad is stuck. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.